Event description:
The customer reported that an error message displayed on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that there was a problem with the lemo plug. He reseated the connectors. The system operates as intended.